Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 507 mg/dl. Troubleshooting was performed. Ran a fixed prime test and a high-pressure test. The insulin device passed the tests. Reviewed the programming on the insulin pump and it was correct. No further information was provided.